Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) and was not able to be interrogated. The device was explanted and replaced. During the changeout procedure the superior vena cava (svc) impedance reading of the right ventricular (rv) lead indicated ¿none¿ when connected to the new device. The connection was checked multiple times. The electrogram for can to svc showed noise. Fracture was suspected. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device lost telemetry and function due to battery depletion. Without knowing the programming history of device, the cause of depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no carelink files could be found, no save to disk data could be retrieved from the device and no other data was provided from the field, there is no way to confirm this result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.